Event description:
Procedure: low anterior resection.according to the reporter: tip of the black shaft of the surgiwand ii was found broken right after it was taken out from the pacakage. Product was not used on the patient and there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)